Event description:
It was reported to vyaire medical that the fan was not running in after replacing the power supply in the avea ventilator. They also began to smell burning and found that the connection between the compressor and the pcb (printed circuit board) was burnt. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.